Event description:
The customer reported the device displayed an error code 100 (00100 defib software failure) and halted operation. This error code is accompanied by a cycle power message/instruction. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed an error code 100 (00100 defib software failure) and halted operation. This error code is accompanied by a cycle power message/instruction. There was no report of pt involvement or adverse pt impact. A philips field service engineer confirmed this malfunction and resolved the malfunction by replacing the control pca.